Manufacturer narrative:
(B)(4). On an unreported date ¿a few months ago¿, the patient experienced a hernia. The initial reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. The patient was previously hospitalized for the hernia on an unreported date and was hospitalized on the same day this report for a hernia repair. On an unknown date, the patient underwent a hernia surgical repair procedure. It was not reported if dianeal therapy was ongoing. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. The service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.